Manufacturer narrative:
No button error alarm noted. Up arrow button did not respond due to corroded keypad traces. The device was received with minor scratched display window, cracked display window, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a button error alarm. The buttons were not working. He/she was advised to disconnect from the insulin pump and revert to back up plan. The customer's blood glucose level was 90 mg/dl. The product will be returned. Nothing further to report.